Event description:
It was reported that this left ventricular (lv) lead was dislodged, and the lead was found filled with blood. Local representative discussed that it could be related to nicked insulation upon slitting or from back loading the whisper wire such that the lumen was damaged. This lv lead was repositioned and electrically normal without noise. This lead remains in service. No additional adverse patient effects were reported.